Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was shipped a new pump and in (B)(6), he ended up in the hospital for a non-diabetic related issue. Customer stated that he had pneumonia and he flat lined at one point. Customer also had issues with his organs. Customer stated that ever since then, when he goes to bolus on this pump, he notices sometimes it counts up by a 0.1 and sometimes it counts up by 0.2. Customer reported his blood glucose levels have been high. Customer was advised to troubleshoot the pump, but customer was driving so the serial number could not be verified. Customer stated that it is probably due to him trying to get his blood glucose levels back in control after his body got sick. No additional information provided.